Event description:
A customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness, however there was no report of treatment from a third party. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned an investigated. Visual inspection has been performed and no issues were observed on sensor patch and sensor plug was properly seated. Data was downloaded successfully, sensor was found to be in state 5 (indicating normal termination). De-cased returned sensor and performed visual inspection of sensor plug, and observed broken snaps. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. Although sim vivo passed, the broken snaps on the sensor plug cause improper seating of the plug in the mounts. This causes poor connection between the rubber contacts and printed circuit board (pcb) contacts; therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness, however there was no report of treatment from a third party. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness, however there was no report of treatment from a third party. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.